Event description:
The customer reported that the device was having mounting issues; the screw was broken and needs a new cpu tray. Not in use, no patient or user harm reported. Per the diagnostics performed by the engineer, the device was having mounting issues; the screw was broken and needs a new cpu tray. The customer requested and was provided the part ID for replacements - 453561531961 - cpu tray cover, 989805630261 - thumbwheel. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 06/20/2022, 10/08/2022 and 10/20/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.